Event description:
Initial result for a pt viatmin b12 was <30 pg/ml. When repeated, the result was 660 pg/ml. The incorrect result was not used to guide therapy. The field service rep found the sample probe was misaligned and repaired the instrument by adjusting the probe.